Event description:
A malfunction was reported on a customer's pump, identified with malfunction code malf 16, and was found to be unresettable. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.